Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what is the product code for the linx device that was removed? Lxmc15. Was this a clasp linx or a suture linx? Clasp. Can you please confirm that the explant took place on (B)(6)? (B)(6) 2018. Does the patient have any of the allergies to metals? No, not that anyone in the process is aware of. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, both hiatal and crural repair were performed. Was mesh used at time of implant? Yes, gore or bard mesh, unknown which specifically. What was the reason for removal of the linx device? Patient went into a 3.0 tesla MRI and it changed the polarity of the linx device. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Yes.

Event description:
It was reported that an explant took place. There were no adverse consequences for the patient reported.